Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that unable to retrieve water from the balloon easily. There was no patient harm.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on 30-sep-2020. One unused sample was received for the evaluation. Visual and functional inspection was performed and found that there were no abnormalities with the catheter balloon inflation and deflation. The returned sample meets the quality specifications; therefore, the reported condition could not be confirmed. At this time, corrective and preventive action is not deemed necessary. The current process is running according to product specifications, meeting all quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.